Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the handpiece did not rotate the blade. The blade was also wobbling. There was no known patient impact.

Manufacturer narrative:
Analysis found that the cable located at the boot of the device rear end of the handpiece was damaged. If information is provided in the future, a supplemental report will be issued.